Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found following. Inside of the instrument channel was scraped. There was no clogging of foreign object or discoloration inside the instrument channel. There was a fibrous foreign object looks like gauze inside the auxiliary water channel. There was no blue foreign object on the appearance of the insertion section. As a result of component analysis of the material sent, components of phosphate, potassium carboxylate, and sodium carboxylate were detected. Its appearance was a blue to yellow liquid. It was presumed that these components were derived from the cleaning solution or chemicals. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result by omsc there was the possibility that the reported phenomenon was attributed to the remaining chemicals due to insufficient cleaning or rinsing, and dripping from the distal end when the device was stored.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing a user found that a blue liquid was dripping from the subject device at the storage of the user facility. In addition, the user found that the waterproof sheet was dyed in blue at the insertion section of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.